Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited undersensing, low amplitude/poor morphology, high out of range shock impedance measurements, and inappropriate shocks. It was thought that the rv lead had fractured, however during a lead revision procedure it was found that the device header had become loose. The patient had the ...

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection noted that the device header was separated from the device case with no evidence of medical adhesive. Additionally, the diameter of the rv ring leaf spring contact component was found to be out-of-specification. Laboratory analysis concluded that the device damage contributed to the reported clinical observations. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case. This device is included in the subpectoral implant advisory population. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This device was explanted and replaced. No additional adverse patient effects were reported.